Manufacturer narrative:
Given the nature of the alleged incident, the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per global complaints/intake, the request for information was undeliverable. Without the requested medical documentation, the root cause and patient impact beyond that reported in the complaint could not be further assessed. It is unknown how long the tka components were in-situ prior to the insert revision during the I&d procedure. The root cause for the reported events could not be definitively concluded. Patient impact beyond the reported procedures and likely post-operative rehabilitation phase could not be determined. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, traumatic injury and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a tka and as part of an I&d procedure, the lgn ps high flex xlpe sz 3-4 9mm (implanted on an unknown date) was removed and replaced with #71420524 (20at32740) on (B)(6) 2021. The patient outcome is unknown.